Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and a shock due to an atrial originated arrhythmia. No additional adverse patient effects were reported. This ICD remains in service.